Event description:
It was reported the customer was experiencing high blood glucose. It was found the customer had been experiencing high blood glucose with the last three or four infusion sets. Customer reported their blood glucose rose to 500 mg/dl two weeks prior. The customer declined troubleshooting. Customer also requested assistance with uploading to their carelink. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).